Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Revision of acetabular liner and head. Patient dislocated hip. Replacement device used was constrained liner and universal biolox head.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head and a trident liner was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The event could not be confirmed nor the root cause of the reported dislocation determined due to the minimal information received, further information is needed.

Event description:
Revision of acetabular liner and head. Patient dislocated hip. Replacement device used was constrained liner and universal biolox head.